Event description:
It was reported that the patient's device had a power on reset following emi exposure. The patient went into (B)(6) and was exposed to a security screening device. The patient had a return of symptoms. The patient sought care from their healthcare professional and the company representative. When the device was interrogated, it was noted the device was off and had returned to default shipping parameters. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Lead: model 3387s-40, lot v095358, implanted: (B)(6) 2008, explanted: na. Lead: model 3387s-40, lot v095358, implanted: (B)(6) 2008, explanted: na. Extension: model 7482a51, serial (B)(4), implanted: (B)(6) 2008, explanted: na. Extension: model 7482a51, serial (B)(4), implanted: (B)(6) 2008, explanted: na. Transmitter: model 7436, serial (B)(4).